Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report the receiver initalized without a manual restart on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) .

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. The receiver case was opened and an interior inspection was performed. The moisture detection sticker was found activated. Due to moisture damage, the reported event of an initializing screen without a manual restart was not confirmed. A root cause could not be determined.